Manufacturer narrative:
Investigation summary: it has been received 2 pictures for investigation. Upon visual inspection of these pictures, it can be observed leakage past the stopper ribs. DHR of lots 1808251 has been reviewed not finding any annotation or deviation regarding the alleged defect. During assembly process, in the assembly station mechanical leak test is done to every syringe and in case any fails, it is rejected automatically to scrap. Ten retained samples of 50ll lot 1808251 are evaluated. Upon visual inspection of these ten samples no damage or molding defect can be observed in any of them that could cause leakage. The stopper is correctly assembled to the plunger in the 10 syringes. Leak test is carried out with these 10 samples according to procedure pc-039 and iso 7886-1 annex d. The 10 samples meet iso 7886-1 annex d. They are disassembled not observing any damage in plunger rod or any of their components that could have caused leakage. Final products in this manufacturing line, for this reference and lots size are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures (jg-301, jg-302, jg-303 and jg-304): 1.visual inspection -molding: 2 injections per shift -printing: 32 samples per two hours, after any intervention in the equipment and once at the beginning of the shift. -assembly: 32 samples per two hours, after any intervention in the equipment and once at the beginning of the shift. -primary packaging: 1 advance-step (with product) per hour, after any intervention in the equipment, and once at the beginning of the shift. -secondary packaging: 1 shelf package per pallet. 2.functional inspection. -printing: once in the first pallet and once in last pallet of the lot. -assembly: once in the first pallet and once in last pallet of the lot. -primary packaging: once in the first pallet and once in last pallet of the lot. Fmea for assembly process ar-2d05 includes control modes for this defect. This issue is not related to a manufacturing defect. Since no issues were identified and manufacturing record established that all production and quality processes were carried out normally and retained samples meet iso7886 annex d, a definitive root cause cannot be determined for the alleged leakage.

Event description:
It was reported that bd plastipak¿ syringe was leaked before use.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd plastipak¿ syringe was leaked before use.